Event description:
It was reported that the lens was removed intraoperatively from the pt's eye due to a torn haptic noted upon insertion. The incision was enlarged to remove the lens. A backup lens of same model and diopter was implanted successfully. Additional information has been requested, but has not been received. Reference MDR#1119279-2014-00271 for the lens involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.